Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The supera stent delivery system was advanced to the lesion without issue; however, during deployment, the stent was noted to be bunched, mangled, and possibly fractured. Due to vessel recoil, the stent elongated. A non-abbott covered stent was implanted over the supera stent, to treat the stent irregularity. The patient had a good outcome. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect(s) of abrupt closure (vasoconstriction) is listed in the supera peripheral stent system instructions for use (IFU) as a potential adverse event. It is possible that during deployment interactions with the anatomy and/or other devices resulted in the stent to become bunched, mangled, and possibly fractured; however this cannot be confirmed. The investigation determined a conclusive cause for the reported material deformation and break cannot be determined. Reportedly due to vessel recoil, the stent elongated resulting in the reported stretched stent. The treatment appears to be related to the operational context of the procedure as a non-abbott covered stent was implanted over the supera stent, to treat the stent irregularity. The reported difficulties possibly caused/contributed to the reported patient effect; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.